Manufacturer narrative:
The reported event of device deformity could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021 a 10 mm amplatzer septal occluder was chosen for procedure. During implant, the left disc was reported to take a cobra appearance. The device was removed and a exchanged with a 11 mm amplatzer septal occluder (lot# 6685328). No patient consequences were reported, the patient has been discharged.